Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb cable and tandem charging pad. Reportedly, the customer was able to successfully charge the pump using an alternate charging pad and usb cable. There was no adverse impact to the customer¿s blood glucose value.